Manufacturer narrative:
Event conclusion cpi's analysis found: the lead was returned in three sections, with insulation damage near the terminal pin. It appears that a suture was tied directly to the lead, and has cut through the insulation. Due to the location and type of damage it is likely the abrasion was caused by entrapment in the clavicle first rib region.

Event description:
Event description cpi received information that this patient with an implantable cardioverter defibrillator (ICD) and endotak transvenous defibrillation lead was experiencing suprious shocks. An invasive procedure was performed, the physician noted the lead had a clavicular crush and the strain relief loop had pulled together causing extra tension on the lead. The lead was replaced with a new endotak lead.